Event description:
Tip of screwdriver shaft broke while loosening the locking screw. The device was dropped to the floor and the broken tip was lost in the operating room. No pieces were left in the patient. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation has shown that the tip of the returned screwdriver shaft is broken off. It is possible that the breakage was caused due to too much mechanical force which had been applied over the years, possible wear and tear due to age of device. The manufacturing documents were reviewed and no discrepancies to the specifications were found. No product fault could be detected. This complaint has been determined to be invalid. (B)(6).